Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were not seen'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia / I had heavy bleeding during menstrual periods') in a 36-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis, cellulitis and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type yeast infection"), 1 month 3 days after insertion of essure. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating"), emotional disorder ("psychological or psychiatric problems-struggle to control my emotions") and pelvic discomfort ("pelvic pressure") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension, emotional disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, device dislocation, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, pelvic discomfort, pelvic pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. Discrepant information from mr :pt. States essure was retained as she had tubes retained). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, rash." Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received: event pelvic pressure and device dislocation added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils were not seen'), pelvic pain ('pelvic pain/ mostly in left but occasionally right') and menorrhagia ('menorrhagia / I had heavy bleeding during menstrual periods') in a 36-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis, cellulitis and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type yeast infection"), 1 month 3 days after insertion of essure. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating"), emotional disorder ("psychological or psychiatric problems-struggle to control my emotions"), pelvic discomfort ("pelvic pressure"), neuralgia ("nerve pain"), procedural pain ("lot of pain after surgery") and breast pain ("breast pain") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension, emotional disorder, pelvic discomfort, neuralgia, procedural pain and breast pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, breast pain, depression, device dislocation, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, neuralgia, pelvic discomfort, pelvic pain, procedural pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. Discrepant information from mr :pt. States essure was retained as she had tubes retained) as per social media post-she had hysterectomy in 2013 but tubes were not removed till had essure in place diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, rash." Concerning the injuries reported in this case, the following one was reported via social media: neuralgia. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received- new event nerve pain ,procedural pain and breast pain were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('showed a fragment of coil'), device dislocation ('essure coils were not seen'), pelvic pain ('pelvic pain/ mostly in left but "occasionally" right') and menorrhagia ('menorrhagia / I had heavy bleeding during menstrual periods') in a 36-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis, cellulitis and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type yeast infection"), 1 month 3 days after insertion of essure. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating"), emotional disorder ("psychological or psychiatric problems-struggle to control my emotions"), pelvic discomfort ("pelvic pressure"), neuralgia ("nerve pain"), procedural pain ("lot of pain after surgery") and breast pain ("breast pain") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension, emotional disorder, pelvic discomfort, neuralgia, procedural pain and breast pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, breast pain, depression, device breakage, device dislocation, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, neuralgia, pelvic discomfort, pelvic pain, procedural pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. "Discrepant" information from mr :pt. States essure was retained as she had tubes retained) as per social media post-she had hysterectomy in 2013 but tubes were not removed till had essure in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, rash." Concerning the injuries reported in this case, the following one was reported via social media: neuralgia. Lot number: 624835, manufacturing date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('showed a fragment of coil'), device dislocation ('essure coils were not seen'), pelvic pain ('pelvic pain/ mostly in left but "occasionally" right') and menorrhagia ('menorrhagia / I had heavy bleeding during menstrual periods') in a 36-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis, cellulitis and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis") and vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type yeast infection"), 1 month 3 days after insertion of essure. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating"), emotional disorder ("psychological or psychiatric problems-struggle to control my emotions"), pelvic discomfort ("pelvic pressure"), neuralgia ("nerve pain"), procedural pain ("lot of pain after surgery") and breast pain ("breast pain") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension, emotional disorder, pelvic discomfort, neuralgia, procedural pain and breast pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, breast pain, depression, device breakage, device dislocation, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, neuralgia, pelvic discomfort, pelvic pain, procedural pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. "Discrepant" information from mr :pt. States essure was retained as she had tubes retained) as per social media post-she had hysterectomy in 2013 but tubes were not removed till had essure in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, rash." Concerning the injuries reported in this case, the following one was reported via social media: neuralgia. Amendment: the report was amended for the following reason: correction received- new event showed a fragment of coil were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("other injury or complications-please describe pelvic pain/pressure") in a (B)(6) female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"), 4 years after insertion of essure. On an unknown date, the patient experienced injury ("personal injuries"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-type utis"), fungal infection ("infection (bladder/urinary tract/vaginal)-type yeast infection"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating") and emotional disorder ("psychological or psychiatric problems-struggle to control my emotions") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, injury, mood altered, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension and emotional disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, emotional disorder, fatigue, feeling abnormal, fungal infection, hypertonic bladder, injury, menorrhagia, mood altered, pelvic pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received : following events were added : hormonal changes describe mood changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)-type utis, yeast infections, vision/eye problems-type: blurry vision, bladder or urinary problems or changes overactive bladder, fatigue, psychological or psychiatric problems condition anxiety, depression. Other injury or complications-please describe pelvic pain, brain fog, fibroid, bloating. Pain lower left/sometimes right abdominal pain. Psychological or psychiatric problems-struggle to control my emotions lot number added. Reporter information added. This case was updated from other event to incident. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("other injury or complications-please describe pelvic pain/pressure") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis and cellulitis. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"), 4 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis"), urogenital infection fungal ("infection(bladder/urinary tract/vaginal)-type yeast infection"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating") and emotional disorder ("psychological or psychiatric problems-struggle to control my emotions") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, urogenital infection fungal, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension and emotional disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, pelvic pain, rash, urinary tract infection, urogenital infection fungal, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. Discripant information from mr :pt. States essure was retained as she had tubes retained). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and rash." Most recent follow-up information incorporated above includes: on 23-apr-2019: this case is medically confirmed. Event: personal injuries was deleted (it was updated with more specified events in previous version). Per medical record: event: menorrhagia is incident (previously reported as other event). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("other injury or complications-please describe pelvic pain/pressure") and menorrhagia ("menorrhagia / I had heavy bleeding during menstrual periods") in a 40-year-old female patient who had essure (batch no. 624835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, metrorrhagia, heavy periods, menometrorrhagia, dysmenorrhea, arthralgia, fibrocystic disease of breast, malaise, alcohol use, nausea, vomiting, itching, yeast infection, fibroids, endometrial polyp, rash and appendectomy. Urine pregnancy test negative. Previously administered products included for an unreported indication: tacrolimus. Past adverse reactions to the above products included urticaria with tacrolimus. Concurrent conditions included dermatitis, cellulitis and uti. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood altered ("hormonal changes describe mood changes"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right abdominal pain/lower left abdominal pain"), 4 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type utis"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type yeast infection"), vision blurred ("vision/eye problems-type: blurry vision"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("psychological or psychiatric problems condition anxiety"), depression ("psychological or psychiatric problems condition depression"), rash ("rashes or skin conditions type: elbow and feet,"), abdominal distension ("other injury(ies) or complication(s) please describe bloating") and emotional disorder ("psychological or psychiatric problems-struggle to control my emotions") and was found to have uterine leiomyoma ("other injury or complication(s) please describe fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation on (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, mood altered, abdominal pain lower, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, vision blurred, fatigue, feeling abnormal, anxiety, depression, abdominal distension and emotional disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, emotional disorder, fatigue, feeling abnormal, hypertonic bladder, menorrhagia, mood altered, pelvic pain, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion detail: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 0 coils. Discrepant information from mr :pt. States essure was retained as she had tubes retained). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: coils were not seen; on an unknown date: showed a fragment of coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and rash." Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Pt changed from 'urogenital infection fungal' to 'vaginal yeast infection' for event 'yeast infection'. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.